Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
One trimmed piece of a stent was received in a specimen cup for the reported issue of stent migration and endothelial cell loss. The trimmed piece of stent was visually inspected and was found to be non-conforming, trimmed piece of stent was misshaped/damaged due to trimming. Due to the misshaped/damaged stent dimensional testing on the outer diameter (od) could not be performed. The sample was sent for ftir analysis , per the request of the doctor to confirm the stent material. The received trimmed stent was tested against a current stent from the reported lot number. The comparison of the two polymer samples finds the best match of both to be polyimide. A review of the device history record traceable to the reported lot number indicates that the product was processed and released according to the product¿s acceptance criteria. A complaint history examination indicates there are no additional complaints associated with the lot for the reported issue. Dimensional testing could not be performed due to the damage on the returned sample, therefore; the reported issue of migration could not be confirmed from the evaluation performed. A possible root cause is that postoperative stent dislodgement or movement is an established risk associated with use of the system that is clearly specified in the product instructions for use (IFU). (B)(4).

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Evaluation summary: the device was not returned for evaluation; the device remains implanted. Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported following the implant of a micro-stent implant device, the device needed to be trimmed. Additional information was requested.

Manufacturer narrative:
The manufacturer internal reference number is: (B)(4).